Event description:
It was reported that the right atrial lead (ra) exhibited several non-sustained tachycardia (nst) episodes resulting from atrial undersensing. The ra lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d274trk cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2011; product ID: 419488 impl antable pacing lead, implanted: (B)(6) 2007; product ID: 693265 implantable tachy lead implanted: (B)(6) 1997. (B)(4).